Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified insert has a tip fracture. Fractured insert cannot be tested for overheating. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
While using a 30k fsi-sli-fg-10s insert, it was overheating. The event outcome is unknown as of this MDR evaluation.